Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a complete device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was not hospitalized prior to death. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was ongoing until the time of death. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.